Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the healthcare professional (hcp) reported that they had terminated the patient and would not provide any follow up information that was requested. There were no further complications reported or anticipated.

Manufacturer narrative:
Date is approximate with month/year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported by the patient they had a return of symptoms. The patient stated they were going ¿potty¿ every 20 minutes and that they hadn¿t slept in two nights. While on the call the patient was able to sync with the patient programmer and the programmer showed that stimulation was on. The patient then stated they were set to program 3 at 3.0 and chose to change to program 2 and increased to 1.5 where the patient confirmed feeling stimulation. The patient was redirected to their health care physician (hcp) to discuss symptoms and programming. It was noted that the patient noticed this 2-3 days ago and then stated they noticed it two days ago. There were no further complications reported/anticipated.